Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up , an alert for non-sustained ventricular oversensing was observed. Review of egms revealed low level, high frequency noise that was inhibiting pacing and a suspected myopotential oversensing. Programming changes were made which resolved the issue. Patient was stable.